Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven bursts of inappropriate anti-tachycardia pacing (atp) and 5 electric shocks for what appeared to be atrial tachycardia. Technical services (ts) reviewed the data and confirmed inappropriate therapy and discussed device reprogramming options. Atp slowed rhythm at times briefly but unable to convert the rhythm. There was no changes to the rhythm after shocks. This device remains in service and no additional adverse patient effects were reported.